Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but was unable to do so due to the foam tip plunger bending and breaking at the tip.

Manufacturer narrative:
Evaluation results: a foam tip plunger lot number search was performed and no similar complaint was found.